Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked. During a chemo infusion (a bag of cisplatin, cytoxan and etoposide), the patient noticed their gown was wet. Upon further inspection, "the distal end of the port tubing noticed to have a cracked that leaked when flushed with saline". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.